Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 8:07:38 on (B)(6) 2021 through 8:12:11 on (B)(6) 2021, per the timestamps. Persistent, silenced driveline fault alarms were captured throughout the file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the mobile power unit as well as battery power. No other atypical events or alarms were captured. Despite the observed events the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient had a known driveline fault for a year and no pump stoppages had been observed thus far. The patient decided not to have a pump exchange was reportedly seen every month for continued surveillance. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021 when the patient was ultimately seen again for additional driveline fault alarms (captured under MFR. Report # 2916596-2021-02941). The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24aug2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review and driveline faults were observed.